Event description:
A nurse reported that during set up for a vitrectomy procedure, the console was set for 20 gauge; however, during the case, the surgeon attempted to use a 23 gauge probe without changing the setting and the system would not perform cutting action. The system was exchanged and the case was completed without harm to the patient. Additional information received from the theatre manager indicated the staff had only been trained to set up for 20 gauge and was not aware there was a 23 gauge option available on the system. The theatre staff has been retrained.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).